Manufacturer narrative:
(B)(4). Eval, results: (death, arterial trauma/dissection/perforation). Results/conclusions: (small and severely calcified access vessels).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 6 cm abdominal aortic aneurysm. The access vessels were 7-8 mm in diameter and they were severely calcified. Prior to insertion of the stent graft, the physician performed balloon dilation and used dilators on the right side in order to pass the delivery system. The main device and contralateral limbs were deployed in good position w/o incident. A final angiogram was performed demonstrating no endoleaks. At this point, the anesthesia team informed the physician that there was an unstable drop in blood pressure. The physician elected to surgically explore the right groin via retro-peritoneal approach and discovered a tear in the external iliac artery. This was not seen on angiogram likely due to the sheath being occlusive. The physician repaired the artery with an inter-position open repair graft. The physician was satisfied with the repair and the pt left the operating room in stable condition. Throughout the night and early the next morning, the pt developed a mottled and pulse-less right leg for which interventional cardiology was consulted. An arteriogram was performed and revealed a 40-50% stenosis at the surgical anastomosis site of the inter-position graft. That segment of the vessel was stented. The pt left the cath lab still in semi-stable condition but continued to deteriorate throughout the afternoon and evening ultimately passing away later that day. No further info has been provided.